Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4) . Sorin group received a report that the touch screen of the sorin centrifugal pump console became unresponsive during priming. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate and was able to reproduce the reported issue. The service representative replaced the touch screen and returned the complained unit to sorin group (B)(4) for further investigation. The returned unit was visually inspected and it was determined that the issue was the result of fluid penetration into the touch screen. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) has initiated a CAPA in response to this type of issue.

Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the sorin centrifugal pump console became unresponsive during priming. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the sorin centrifugal pump console became unresponsive during priming. There was no patient involvement.